Manufacturer narrative:
For constipation.

Event description:
The neurostimulator was implanted without a stimulation trial. After surgery, the patient had stimulation sensation down her left leg. Stimulation covered about 10% of her pain and did not provide coverage in her other leg and buttocks. X-rays (date not reported) revealed that the leads were not properly located. The device was reprogrammed but stimulation coverage of the patient's back could not be achieved. The patient didn't like the tingling feeling of paresthesia and could not turn the device higher than 2.4 amperes. The patient had constipation and cramps due to stimulation. The device was left off due to the lack of effect and uncomfortable stimulation sensation. The implantable neurostimulator protruded and was uncomfortable to the patient. The device was explanted.